Event description:
The customer stated that she has experienced high blood glucose levels for the past four days. The customer has not been hospitalized, but stated she would be seeing her doctor tomorrow. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that she smelled insulin, and believed that her previous reservoir was leaking as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.